Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was feeling stimulation more strongly than normal in their legs and body. The caller was advised by a healthcare provider (hcp) to turn stimulation off until the patient can see their managing hcp, but the patient could not figure out how to turn stimulation off. The patient was assisted with first decreasing stimulation, but this did not resolve the uncomfortable stimulation. The patient was then assisted with turning stimulation off, but his also did not resolve the sensation. The patient had an appointment with their hcp scheduled for thursday, but the hcp was going to try to see the patient sooner. The issue was reported to have been sudden in onset and patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was initially reported that the patient decreased from 3.0 to 0.4 volts (v), but it should have read that the patient decreased from 3.5 to 0.4 v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.